Event description:
Within a matter of minutes of inserting the malem alarm and powering it up, the alarm makes a non-stop clicking noise and starts warming up. It is not usable as is because, of the large amount of heat that it is producing. Most devices may have some heat when batteries are operated but, this alarm is going from room temperature to warm to hot to very hot in a matter of 30 ¿ 45 minutes. I made the mistake of placing it on my daughter but, when she said its hot, I immediately removed it. We have used another alarm in the past but that did not get hot at all. This alarm is strange and not acting normally.